Event description:
The pharmacy IV technician was using an evacuated container to storage fluid. Unfortunately, the evacuated container had a crack in it located near the bottom which would cause the fluid to leak out of the container.